Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch form that while the patient was admitted, examination of the modular cable revealed a piece of outer casing missing. Alarm history was interrogated and it was noted that there were disconnect alarms. The log files were sent to abbott engineers. The modular cable was replaced. There was also a small tear was noted to the driveline. Rescue tape was applied to the tear. Although this was reported as a product problem, the outcome required intervention to prevent permanent impairment/damage.